Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter was only showing the time and date on screen. The complaint was classified based on the customer service representation (csr) documentation as well as additional information obtained during a follow up call with the patient on (B)(6)2018. The patient was unable to confirm when the alleged issue first started but believed it could have been between the (B)(6) 2018. The patient manages her diabetes with metformin (750 mg twice daily), glipizide ER (500 mg in the morning), jardiance (25 mg once daily), januvia (100 mg once daily) and levemir (40 and 30 units daily but dose mostly adjusted based on a sliding scale). The patient denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient claimed that an unspecified time after the issue started she developed a symptom of feeling ¿dizzy¿ which she associated with high blood glucose. The patient reported that she went to her doctor because of her symptom of feeling ¿dizzy¿ and was given an additional 20 units of levemir as treatment. During troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr discovered the issue was due to the meter reverting back to set up mode after the battery was removed. The csr walked the patient through setting up the meter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after being unable to test due to the alleged meter settings issue.